Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the attempted implant of this annuloplasty ring, the device was implanted and explanted during the same procedure. After implanting the device, the physician determined that the native valve leaflets were too diseased. The physician removed the device and implanted a bioprosthetic valve. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: surgeons often attempt to repair valves in lieu of replacing them due to improved long term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. In this case, after implanting the device, the physician determined that the native valve leaflets were too diseased. Overall, this event is potentially attributed to the native valve being unrepairable as surgical valve replacement was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.